Event description:
A middle-aged male was undergoing a right total knee arthroplasty when a 4.0mm cannulated screw in lateral recess of knee broke at the tip. Due to the location of the screw, the surgeon made a decision to not attempt to retrieve the screw as it was well seated and any attempt to remove it may cause damage to tissue/bone. No harm to pt to leave it in place. Head of screw retrieved from surgical field and sequestered for risk management.